Event description:
It was reported that the patient visited a penile urologist to discuss a malfunctioned ams 700 inflatable penile prosthesis which has affected his relationship and intimacy. The device was examined to be intact with the tips in a good location. However, it was filled with air which caused gurgle noises, and it did not cycle. After these findings, the patient was scheduled to have a replacement surgery on (B)(6) 2020. It was further stated that the ipp was placed in about 2004-2005, and it stopped working about 9-10 years ago, but it never worked well from the beginning. The patient previously visited a penile urologist 3 years ago for the malfunctioned ipp, but he did not have surgery at that time. Additional information received stated that the patient's ipp was not working because of a leak in the system. All components were removed and replaced. The patient outcome was good.

Manufacturer narrative:
Fields updated: d4, d6 and d11.

Event description:
It was reported that the patient visited a penile urologist to discuss a malfunctioned ams 700 inflatable penile prosthesis which has affected his relationship and intimacy. The device was examined to be intact with the tips in a good location. However, it was filled with air which caused gurgle noises, and it did not cycle. After these findings, the patient was scheduled to have a replacement surgery on (B)(6) 2020. It was further stated that the ipp was placed in about 2004-2005, and it stopped working about 9-10 years ago, but it never worked well from the beginning. The patient previously visited a penile urologist 3 years ago for the malfunctioned ipp, but he did not have surgery at that time.

Event description:
It was reported that the patient visited a penile urologist to discuss a malfunctioned ams 700 inflatable penile prosthesis which has affected his relationship and intimacy. The device was examined to be intact with the tips in a good location. However, it was filled with air which caused gurgle noises, and it did not cycle. After these findings, the patient was scheduled to have a replacement surgery on (B)(6) 2020. It was further stated that the ipp was placed in about 2004-2005, and it stopped working about 9-10 years ago, but it never worked well from the beginning. The patient previously visited a penile urologist 3 years ago for the malfunctioned ipp, but he did not have surgery at that time. Additional information received stated that the patient's ipp was not working because of a leak in the system. All components were removed and replaced. The patient outcome was good.

Manufacturer narrative:
Device analysis: an allegation of a fluid leak was reported. The ams 700 spherical reservoir was visually inspected and functionally tested. A leak was identified at the reservoir shell adapter junction attributed to fatigue. Product analysis confirmed the reported events. Visual and functional testing of the ams 700 reservoir confirmed the reported event of fluid leak. A leak was identified at the reservoir shell adapter junction attributed to fatigue. Product analysis confirmed fluid loss as the most probable cause of the event, as the identified reservoir leak could lead to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, because the reported events could be traced to fluid loss through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient visited a penile urologist to discuss a malfunctioned ams 700 inflatable penile prosthesis which has affected his relationship and intimacy. The device was examined to be intact with the tips in a good location. However, it was filled with air which caused gurgle noises, and it did not cycle. After these findings, the patient was scheduled to have a replacement surgery on (B)(6) 2020. It was further stated that the ipp was placed in about 2004-2005, and it stopped working about 9-10 years ago, but it never worked well from the beginning. The patient previously visited a penile urologist 3 years ago for the malfunctioned ipp, but he did not have surgery at that time. Additional information received stated that the patient's ipp was not working because of a leak in the system. All components were removed and replaced. The patient outcome was good.